Manufacturer narrative:
Device was programmed and monitored for 2 days with a test reservoir and infusion set. No signal too low alarm, unexpected restart alarm or display anomaly noted. The device delivered properly and the reservoir matches the units remaining in status screen. No basal anomaly or reservoir volume anomaly noted. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, unexpected restart error test and self test. Device had a cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was 600 mg/dl. Device passed the self test and displacement test. Found signal too low alarm and unexpected restart alarm in history. Customer's blood glucose was 406 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.